Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not available.

Event description:
The patient had a surgery on (B)(6) 2011 and implanted the screws 179732645. On (B)(6) this year the patient was feeling a lot of pain and through a x-ray exam it was possible to note that the screw polyaxial was fractured and due this fact, the patient will need a new surgery to repair it.